Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the nurse inserted the battery pack in to the device with no problem. Then the nurse connected the adapter to the device, however the cartridge indicator was flashed green and the status indicators were illuminated blue. The nurse connected the cartridge to the adapter and could open and close the jaws, however the surgeon could not fire the device. The battery pack is still in use at the customer and will not be returned. The event occurred during the procedure but the product was not used for patient. No patient involvement.